Event description:
It was reported that the device exhibited a force sensor test alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found missing plunger case seal. Cracked right plunger case. Functional testing could not duplicate force sensor test at power up, however the force count was 98 (should be in 30s) and value was 1.05 lb with no pressure applied. Replaced the force sensor and calibrated the pump. The root cause of the reported issue was found to be normal wear, force sensor is 6 years old. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.